Event description:
It was reported that a display issue occurred. A rotablator rotational atherectomy system was selected. During preparation, the first digit ("1") from the rpm display disappears intermittently. No patient complications were reported.

Manufacturer narrative:
(B)(4). Device evaluated by MFR.:the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.   (B)(4).

Manufacturer narrative:
Device manufactured date: (B)(6) 1992. Device evaluated by MFR: the device was returned for analysis. Examination of the returned console revealed that void seal was broken, customer applied material labels, cover revealed dents - scratches and fiber optic latch was damaged - missing. Returned foot pedal examination revealed that the housing had dents-scratches and floor pad was gouged-damaged. The console was tested using a gold foot pedal and a rotalink 1.75mm burr. There was no burr rotation or rotational speed displayed due to a gas/air leak at the turbine pressure switch. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause has been determined to be wear and tear. (B)(4).

Event description:
It was reported that a display issue occurred. A rotablator rotational atherectomy system was selected. During preparation, the first digit ("1") from the rpm display disappears intermittently. No patient complications were reported.